Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse from the emergency room called to requested assistance on how to change the basal rates. Then the nurse stated that the customer was in the emergency room due to his diabetes, and at the end of the nurse stated that the customer was in the hospital for low blood glucose. The blood glucose was not provided and troubleshooting was not provided. Nothing further was reported.